Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off while the battery was fully charged. Review of the pump data by tandem technical support showed the pump battery dropped from 80% to 5% within 2 minutes prior to the shutdown. The customer stated the battery depletion has been occurring for the past 4 months. Customer reported blood glucose level was 92 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. Customer also has manual injection supplies available.